Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead was capped and remains out of service inside the patient. A new rv lead was implanted. It was further reported that the right atrial (ra) lead had also dislodged. The ra lead was found to have high thresholds. The ra lead was capped and remains out of service inside the patient. A new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52, lead, (B)(6) 2006. (B)(4).